Manufacturer narrative:
This report is being submitted as a precautionary measure as similarly reported events have led to the explant of the ipg. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with an ipg on (B)(6) 2009. It was reported that her cycling therapy did not initiate as programmed. The alleged issue was first observed while she was traveling and has occurred intermittently since her return. This situation will continue to be monitored. There are no plans for surgical intervention at this time.